Event description:
It was reported that the li61aor iol was removed intraoperatively due to bent haptic. An ez-28 delivery system was used. The original incision was enlarged, but no sutures were used. Another lens was implanted successfully, and the pt's prognosis was described as excellent. Reference MDR#: 1119279-2012-00250 for the intraocular lens.

Manufacturer narrative:
The delivery system was returned to bausch + lomb for eval. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation